Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the filter of oer-6 not being changed for a long period of time was caused by poor handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported the connector of the evis exera ii ultrasound gastrovideoscope was defective. The customer noted there was wear damage to the attachment of the accessory channel that was moving. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the acoustic lens was chipped, there was a gap between the acoustic lens and ultrasound probe and a stain entered inside the lens through the gap, and parts fell off of the probe unit. The report is being submitted due to multiple failures found during evaluation.